Event description:
Awoke to a funny odor from my CPAP (continuous positive airway pressure) (dream station 2). Smelled very faintly like burning plastic. Read about the FDA warning of overheating with this model.